Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient did not disconnect at any point prior to receiving the system error alarm. No patient extension lines were used and there were two unused supply lines. The home patient does not think the unused supply lines were clamped off and then stated that the unused supply lines have never been clamped off during therapy. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was associated with this incident, per the home patient.